Manufacturer narrative:
Investigation results: investigation summary: customer returned (1) 1cc, 8mm, 31g relion syringe in an open poly bag from lot # 7177611. Customer states that the needle broke off and was stuck inside of the vial when he tried to draw the insulin. The returned syringe was examined and exhibited a detached cannula. The loose cannula was returned in the shield of the syringe. The sample was also examined under the microscope and exhibited adhesive runoff onto the hub with little adhesive in the hub. The loose cannula also exhibited adhesive on the cannula shaft. As per manufacturing, a review of the device history record was completed for batch# 7177611. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200705420] noted that did not pertain to the complaint. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7177611. Conclusion: probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive run over onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive run over. Bd was able to duplicate or confirm the customer¿s indicated failure of adhesive runoff. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. .

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd relion® insulin syringe malfunctioned as ¿ the needle broke off and was stuck inside of the vial¿ when trying to withdraw insulin. There was no report of injury or medical intervention needed